Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files, and cc-part. The investigation showed that the issue was caused by an arcing x-ray tube. Arcing is a side effect when generating x-ray. Negative effects from arcing are managed by the system in a way that there is no significant impact to the clinical procedure. If arcing exceeds a certain level, which mainly is caused by a bad vacuum, there is no x-ray release possible during arcing. Further imaging can be continued after arcing stops. The user is instructed to contact the service organization, which will either recover the tube by tube conditioning or, if conditioning fails, will replace the tube which is an expendable item. Siemens service replaced the x-ray tube, and the system works as intended. After disassembling the tube insert the root cause could be confirmed as a loss of high voltage (hv) stability. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that during fluoro at steep angles, the image changed from satisfactory to unsatisfactory. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.